Event description:
It was reported that the image of the camera head was flickering. Communication, e307 and e304 error messages were displayed. The issues occurred during a diagnostic procedure. There were no reports of patient harm or injury.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty cable, cut in cable and failed leak test a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty cable olympus will continue to monitor field performance for this device.

Event description:
There was no additional information received from customer.